Event description:
It was reported the physician implanted a gore helex septal occluder in (B)(6) of 2005. In (B)(6) 2005, echocardiography confirmed satisfactory position of the device on the atrial septum. On (B)(6), 2010, the pt was admitted for recurrent ischemic events. The device could not be located on echocardiography. On (B)(6) 2010, the device was discovered to have embolized to the aortic bifurcation. A reintervention was performed and the septal defect was closed with a second occluder. The helex device remains in situ with no clinical sequelae. No further intervention is planned and the pt is doing well.

Manufacturer narrative:
A review of the manufacturing records was been conducted. The review of the manufacturing records verified that the device met all pre-release specifications.